Event description:
On an unknown date about 10 years ago, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The procedure was completed without any issue. On (B)(6) 2023, an aneurysm enlargement due to a proximal type I endoleak and bilateral distal type I endoleaks was suspected on the follow-up imaging. On (B)(6) 2023, a reintervention was performed, an additional aortic extender endoprosthesis was placed proximally and an additional contralateral leg endoprosthesis was placed at left side distal. It was reported additional treatment for the right side distal type I endoleak is planned. The physician avoided performing bilateral internal iliac artery occlusions on the same day because of the high impact to the patient. The patient tolerated the procedure. It was also reported that the physician did not provide a cause of type 1 endoleaks, but enlargement of bilateral common iliac arteries was reported, it was possibly due to disease progression. Device serial# was requested, however this information is not available.

Manufacturer narrative:
H6:e2402-used to capture bilateral common iliac artery enlargement. H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. H6: b20-the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.